Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received occlusion alarms when wearing the pump in a spibelt. During troubleshooting with tandem technical support, customer indicated that infusion set tubing was wrapped around the spibelt (potentially causing the tubing to bend or kink and causing an occlusion). There was no reported impact to customer's blood glucose level.